Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. The patient reported they had been in a lot of pain since 2016 and 2017 and could not go anywhere. The pain was related to their pump implant. It was reported the patient¿s body rejected the pump. It was unknown when the patient¿s body rejected the pump. However, the pump and catheter had to be removed on (B)(6) 2017. The patient reported they had six operations within a year. No out of box failures were reported. No medical or therapy problems associated with a small part were reported. No further complications were reported or expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type catheter corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in clarification of the patient having 6 surgeries within a year it was reported that the patient had the pump implanted (B)(6) 2016, then the patient went on a cruise, (B)(6) 2016 removal of the catheter (reason unknown), (B)(6) 2016 revision of pump and new catheter placement, (B)(6) 2016 the pump rotated in the pocket and on (B)(6) 2017 pump removed for reason unknown. It was unknown if the patient experienced symptoms related to the issues and the cause of the issues was unknown. The issue has been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was reported that the information provided below was completed with the assistance of an hcp from the managing physician¿s office. The date the patient¿s body began rejecting the pump was unknown. The cause of the pain was unknown regarding the patient¿s pain related to their pump implant, pain from inadequate therapy, and body rejecting the pump. It was unknown if there was a problem with the patient¿s pump or catheter. Regarding actions taken to resolve the problem, it was noted that the pump was removed. The cause of the device issue was unknown. The cause of the patient¿s body rejecting the pump was also noted as being unknown. Regarding the patient¿s outcome following device removal, it was indicated that there were no issues per a note made on 2017 (B)(6). The patient weight at the time of the device removal was provided. Regarding the status of the patient¿s pump, it was noted as having been explanted and disposed of by the account.